Manufacturer narrative:
The nail was removed; the patient was not implanted with another device. To date, the patient is doing fine and no negative outcomes were reported. A visual inspection of the returned device revealed that it was fully retracted and undamaged. X-ray images of the internal components revealed no damage. Functional testing of the nail revealed that the device was able to distract and retract when tested with both a high speed magnet and erc unit. The device operated within specifications and was fully functional; no malfunction was detected. A review of the lot history record for the device revealed that there were no deviations from the manufacturing process, and that the device met all of the required quality inspections.

Event description:
A distributor reported that a patient's precice nail was removed. The nail allegedly appeared broken.